Manufacturer narrative:
The fse found a clot in the rbc bath. The fse replaced the peristaltic tubing, the rbc filters and flushed out clot out by bleaching the rbc pathway to resolve the issue. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a contained blue fluid leak of approximately three (3) to four (4) ml from the coulter ac.t diff analyzer. The customer also reported that the red blood cell (rbc) bath was not draining. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.